Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer treated with an injection. Customer's blood glucose was 500 mg/dl at the time of incident. The customer was advised that the reservoir will be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting. No further details given.